Event description:
Customer reports physician performing a laser lithotripsy when room shut down. Staff rebooted the room and completed procedure with no incident. Customer not willing to provide pt's info with no pt involved incidents.

Manufacturer narrative:
Pending mfg investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.